Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct. According to the complainant, the stent was previously implanted at hepatic portal region with no issue. Post procedure the patient's duodenum was found to be perforated by the lower end of the stent. The physician noted an abnormality in the anatomy shown in the transparent image. Then a scope was inserted and a perforation was confirmed. No treatment was required and only monitoring of the patient's condition was done. The physician commented that they may have chosen too long a stent and that the proximal end of the stent might have been sticking out from papilla of vater too much when the device was implanted. Plans on removing the stent have been made but with no fixed schedule. The procedure was completed with this device in place and there were no problems with the patient¿s condition at the conclusion of the procedure. Additional information was received reporting that the stent distal end was implanted at the hepatic portal region during the procedure. Additionally, according to the physician, the distal area of the stent got caught in a previously implanted occluded metal stent, and the physician believes this may have caused or contributed to the perforation

Manufacturer narrative:
It was reported the patient was over 18 years old. The lot number was not provided, therefore the manufacturer and expiration dates are unknown. It was reported the device was not used past its expiry. : the complainant indicated that the device was implanted and will not be returned for evaluation. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct. According to the complainant, the stent was previously implanted with no issue. Post procedure the patient's duodenum was found to be perforated by the lower end of the stent. The physician noted an abnormality in the anatomy shown in the transparent image. Then a scope was inserted and a perforation was confirmed. No treatment was required and only monitoring of the patient's condition was done. The physician commented that they may have chosen too long a stent and that the proximal end of the stent might have been sticking out from papilla of vater too much when the device was implanted. Plans on removing the stent have been made but with no fixed schedule. The procedure was completed with this device in place and there were no problems with the patient¿s condition at the conclusion of the procedure.